Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a ventialtor failed a calibration. The device's oxgyen blending module was replaced to address the issue.